Manufacturer narrative:
This event occurred in fra. (UDI) (B)(4). The customer performed system checks and repeatability testing. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 cl results for one patient tested on a cobas 6000 c (501) module. The patient's initial cl result was not reported outside the laboratory. The customer performed repeat testing with the sample for confirmation. At 10:47, the patient's initial cl result was 139.4 mmol/l, and the patient's repeat cl result was 102.5 mmol/l. The cl electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc data indicated a stable and good performance of the analyzer. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.